Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6), 2010. According to the complainant, the system failed to deliver power. There was no output in mono polar mode. The procedure was completed with another endostat iii rf generator. The complainant confirmed that there were no issues with the other devices used in the procedure.